Manufacturer narrative:
Boston scientific received new information that the pacing impedance measurements remained at greater than 2,000 ohms. Another red alert was issued for the out of range measurement. A clinician then reported that the patient could not tolerate right ventricular pacing so the pacing output was reprogrammed to below thresholds. Left ventricular and atrial pacing remained programmed on for this patient. Technical services discussed that this programming could impact the device's ability to deliver critical therapy, but device programming was at the physician's discretion. The device and lead system remained implanted. Boston scientific received additional information that a lead revision was performed. The defibrillation lead was explanted and was replaced with a competitive defibrillation lead. The lead had been sent to the hospital's epidemiology department and was disposed of by the hospital after their testing was complete. This ICD remains in use with the new lead. There have been no new alerts for out of range pacing impedance measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received additional information that this device was explanted and replaced in 2018 for normal battery depletion. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated transvenous defibrillation lead exhibited a pacing impedance measurement of greater than 2,000 ohms. A red alert was issued in the patient's remote monitoring system for this out of range measurement. It was noted that the right ventricular (rv) pacing impedances had been in the 1800-1900 ohms range for some time. The field representative believed that the patient had undergone a lead revision, but there was no evidence that a lead revision occurred. The rv pacing impedances remain in the range of 1990 ohms to greater than 2,000 ohms. The patient had not been seen in the clinic, and was being followed remotely with weekly checks. No adverse patient effects were reported.